Event description:
It was reported the patient 's scs system implantable pulse generator site was not sitting on a level plane and has been bothering the patient. Surgical intervention may be taken to address the issue.